Event description:
It was reported that the user experienced recurrent late afternoon hypoglycemia reported as low at 40 mg/dl while using the ilet and at times attempted to correct glucose by entering false meal announcements or by not announcing meals, with additional context that the user was occasionally unable to treat lows when in a car without fast-acting carbohydrates. Symptoms included weakness, and oral numbness consistent with hypoglycemia. Outcomes included ongoing hypoglycemia episodes and the need for oral glucose treatment, without hospitalization. Investigation included review of synchronized device reports and troubleshooting, followed by assignment for additional training. Investigation of this case revealed user-related use errors, including insufficient or delayed treatment of hypoglycemia and inaccurate meal entries, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia management and meal announcement practices.

Manufacturer narrative:
Initial.